Event description:
Stemi pt with emergent ptca and insertion of impella left ventricular assist device. After insertion, pump mechanism on impella catheter not working. Vendor present and diagnostic testing and checks completed. Unable to resolve malfunction so device removed and new impella catheter inserted.